Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that the recanalization catheter successfully crossed the occlusion; however, as the catheter was being retracted, the tip of the catheter detached in the pt's leg, behind the knee. The affected area was ballooned, pushing the tip against the arterial wall. Attempts were made to snare the detached tip; however, it was completely imbedded in the arterial wall and could not be retrieved. There was no pt injury.